Manufacturer narrative:
Image review: four images were provided for review. The patient¿s executive summary was not available, which limited the ability to perform a comprehensive anatomical assessment. Fluoroscopic valve load inspection was not provided for review thus it is not possible to validate a good load. It was reported upon deployment after a recapture, the three markers were observed to be very close together even with inflow flowering, signaling a potential infold in the valve. An infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured, removed from the body, and discarded. Since fluoroscopy valve load inspection was not provided, it is not possible to rule out that a possible misload might have contributed to the infold. Since evidence of the first deployment was not provided it cannot be confirmed that the infold was not present during the first deployment. Evidence shows the infold in the valve once it was removed from the delivery system. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-34, lot: 0012289390; product type: 0195-heart valves; product ID: l-evolutfx-34, lot: 0012272641; product type: 0195-heart valves. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure, upon deployment after a recapture, the three markers were observed to be very close together even with inflow flowering, signaling a potential infold in the valve. The valve was recaptured and removed. A new valve was used for implant.

Manufacturer narrative:
Updated b.5 and imf code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that while loading the valve initially, one of the paddles would not settle into the pocket however with slight adjustments, the paddles were settled nicely into the pockets. The valve was recaptured due to a poor deployment position. Per the physician, the patient had annular calcium near the right coronary cusp (rcc) and non-coronary cusp (ncc) that contributed to the valve infold. A procedure delay occurred as a result of the infold.